Event description:
Both implants of the fast-fix deployed as per the technique but on tensioning of the suture the first t popped up onto the surface of the meniscus and it was evident that the implant did not reach the posterior capsule on insertion. The implant was still attached to sutures, but was not holding the meniscus to the capsule wall therefore using arthroscopic scissors the t1 implant was cut from the suture and removed from the joint, t2 remained at the back of the capsule. This same error also occurred with the next fast-fix implant and was also removed as per the first implant so there was no resultant irritation from the implant being on the meniscal surface and not at the back of the capsule. A third fast-fix was implanted, the surgeon put the first implant directly into the capsule and then anchored the meniscus with the second t.

Manufacturer narrative:
(B)(4).